Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that lip ring of reservoir compartment was chipped off. The customer's blood glucose at the time of incident was 291 mg/dl. The customer reported that reservoir was not able to lock in place when inserted in insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer.